Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "in (B)(6) 2010, the pt received a modular restoration stem." It was further alleged that, "the device almost immediately failed and dislocated, causing damage to the hip joint which necessitated a revision surgery on (B)(6) 2010."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. This is the same pt/event as MFR # 9616680-2012-00152.